Event description:
Complainant alleged that while treating a (B)(6) male, pt, the device fell off the stretcher damaging the power switch and the device shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.